Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: what is meant by package of the device was incomplete? The paper and the plastic box did not stick up. Thus, device was fall once opening the carton. Device was fall once opening the carton.? Yes. Did device just fall out of package when tyvek was opened like device was not secured inside of the tyvek? Or was the device packaging not sealed ( so unsterile)? Device packaging did not sealed well so it's non-sterile. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one er420 device was returned inside its package opened with no damaged; upon visual inspection, the seal area was inspected and evidence of being properly sealed was found in the package. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned device. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device lot number v94e9v, and no non-conformances were identified. Mfg date: 03/05/2021. Exp date: 02/28/2026.

Event description:
It was reported that the packaging of the device was incomplete. Device fell once opening the carton. There were no patient consequences. Procedure: unknown.